Manufacturer narrative:
(B)(4). Batch # p92r7l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric malignancy procedure, about 1 hour after the ultrasonic blade was used, the ultrasonic blade assistant system alarmed and showed the blade tip issue, which cannot be used. The nurse disassembled the disposable ultrasonic blade tip and put it into the handpiece again. After tightening it, she fixed it twice with a torque wrench. The test still failed through alarm. After a careful check and found the blade tip broken, changed to a new one to complete the surgery successfully. Due to timely detection, there was no patient injury.